Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high and low blood glucose levels. The mother states they have had problems with infusion sets. The customer states the insulin was not infusing. The mother states they changed out the set and it would begin to work. The mother states the customer's levels had been as low as 30mg/dl, and as high as in the 200mg/dl range. The mother was not with the customer or the pump pat the time. The mother was advised that replacement sets would be sent out, and to call back when pump in hand in order to troubleshoot.